Event description:
Boston scientific received information that for the past two years, noise was observed on the right ventricular (rv) lead. The device had been reprogrammed to doo as a result. During a recent lead revision procedure, when the patient performed isometric exercises, dizzyness and syncope was observed. The ra lead was surgically abandoned and replaced. The device was replaced due to one and half year battery longevity remaining. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.